Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin had blank display customer blood glucose was 299 mg/dl. Troubleshoot was performed. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Customer inserted new battery but the display was still blank. Customer was using (B)(4) battery. Customer also reported unexpected restart alarm. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis.